Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
The date of death was entered incorrectly. This is one of three device reports related to this event, MFR 1225714-2015-15685, 1225714-2015-15686, and 2937457-2014-2014-03531.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.